Manufacturer narrative:
Motor error alarm during the basic occlusion test due to cracked end cap. Unable to confirm compromised force sensor alert alarm due to motor error alarm. Drive support cap was inspected and no anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had compromised force sensor system alarm. Customer states that drive support cap was loose. The customer¿s blood glucose level was 5.4 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.